Event description:
The pump stopped producing at least -25 inhg to allow optimized aspiration for stroke cases. The problem was noted pre-procedure when they were calibrating the pump. When it failed to reach -25 inhg, they checked the connections, and knob. After troubleshooting, the pump did not get to the recommended pressure of -25 inhg. They unplugged the pump, and used their back-up, which worked perfectly.

Manufacturer narrative:
The device did not return. No conclusions can be drawn.